Manufacturer narrative:
The associated genesis ii cemented tibial base plate, legion ps high flexion insert and femoral component were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided for the base plate and the insert. No information was provided for the femoral component. Our investigation including a review of the manufacturing records for the base plate and the insert did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery, and the 3 components were explanted due to a suspect infection of the implant.